Manufacturer narrative:
Product event summary: upon incoming inspection, it was noted that the patient output connector and battery drawer were broken, the bail covers were cracked, there were damaged and sticky parts, its battery drawer "o" gasket was missing and the battery release latch was sticky. Affected parts were replaced, the main board was calibrated, the battery contacts cleaned and the device then passed all tests with no visual or electrical anomalies.

Event description:
The external pulse generator was returned for a general check and preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.